Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6008253 have already been previously tested in the complaint (B)(4) on 05-apr- 2025. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results the reference samples were visually inspected, and flow tested. All test results were within specifications as per the test report. Device history record (DHR) review the lot 6006635 was manufactured according to the wi version 112 and manufactured in the line 6, on 21/apr/2024, with a total of (B)(4) units. Trending: a query was run in database on 14/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008253 and other no more complaint have been registered in database for the same lot 6008253 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula kinked event on (B)(6) 2024. The event occurred within three or more hours of insertion. The insertion site was abdomen and arms. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 10.